Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received above elective replacement indicator (eri) level. Analysis of session records indicated fluctuations in the battery trend data and unexpected depletion. Further analysis performed after device cut open did not show any high current drain from the hybrid during testing. Hybrid was inspected under 3d-xray, and damage was found on one of the integrated circuits (ics). The battery voltage and current fluctuations are consistent with an integrated circuit anomaly and the reported complaint.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The session records were reviewed and a decline in battery voltage was observed. The cause of the battery depletion could not be determined with the information available.

Event description:
Additional information was received indicating the device was explanted.

Event description:
It was reported, premature battery depletion was observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.